Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed several fault code error messages. Additionally programming changes were unable to be made to this device.